Event description:
It was reported that there were chronically high lv (left ventricular) thresholds which lead to early battery depletion, and the device was noted to be at rrt (recommended replacement time). The device and lv lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765 lead, implanted: (B)(4) 2009; a 5076-52 lead, implanted: (B)(6) 2009. (B)(4).

Manufacturer narrative:
Evaluation summary: analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.